Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysto (hysterectomy)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2014, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced swelling ("I still have puffy days on occasion") and weight loss poor ("I have been able to loose weight everywhere except for my stomach from below the breast down to the pelvic area and my chunky thighs"). The patient was treated with surgery. Essure was removed in (B)(6) 2014. At the time of the report, the hysterectomy and weight loss poor outcome was unknown and the swelling had not resolved. The reporter considered hysterectomy, swelling and weight loss poor to be related to essure. Concerning the injuries reported in this case the following one/onces were described in patient's social media: weight loss poor. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2018: quality safety evaluation for ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysto (hysterectomy)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2014, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced swelling ("I still have puffy days on occasion") and weight loss poor ("I have been able to loose weight everywhere except for my stomach from below the breast down to the pelvic area and my chunky thighs"). The patient was treated with surgery. Essure was removed in (B)(6) 2014. At the time of the report, the hysterectomy and weight loss poor outcome was unknown and the swelling had not resolved. The reporter considered hysterectomy, swelling and weight loss poor to be related to essure. Concerning the injuries reported in this case the following one/onces were described in patient's social media: weight loss poor most recent follow-up information incorporated above includes: on 26-jan-2018: event: weight loss poor from social media, indication and reporter added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('had nurofen plus for the cramping') in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("light bleeding"), swelling ("I still have puffy days on occasion/ swelling"), weight loss poor ("I have been able to loose weight everywhere except for my stomach from below the breast down to the pelvic area and my chunky thighs"), post-traumatic stress disorder ("post-traumatic stress disorder"), tenderness ("sore/tender for about week"), muscle contractions involuntary ("feelings of labour/child birth like contractions"), pain ("constant pain"), amnesia ("memory loss "), fatigue ("fatigue"), breast pain ("breast usually hurt same time as ovulation"), pruritus ("itchy nipples"), nipple pain ("mine get sore and itchy, sometimes even get a shooting pain"), abdominal distension ("bloating") and dyspareunia ("better, no pain during and after very minimal") and was found to have renal function test abnormal ("enzyme for my kidney are high"), blood cholesterol decreased ("cholesterol has gone down") and weight increased ("gained weight"). The patient was treated with codeine phosphate;ibuprofen (nurofen plus), diazepam (valium) and surgery (essure removal (lvch)). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, weight loss poor, post-traumatic stress disorder, tenderness, blood cholesterol decreased, muscle contractions involuntary, pain, amnesia, fatigue and breast pain outcome was unknown, the swelling, pruritus and nipple pain had not resolved, the abdominal distension and weight increased had resolved and the dyspareunia was resolving. The reporter considered abdominal distension, abdominal pain lower, amnesia, blood cholesterol decreased, breast pain, dyspareunia, fatigue, genital haemorrhage, muscle contractions involuntary, nipple pain, pain, post-traumatic stress disorder, pruritus, renal function test abnormal, swelling, tenderness, weight increased and weight loss poor to be related to essure. The reporter commented: never had any pain relief for my essure insertion felt like I was getting a pap smear. Concerning the injuries reported in this case, the following ones were described in patients social media record: genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media content received: reporter added. Outcome of event weight increased was updated as recovered/resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('had nurofen plus for the cramping') in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("light bleeding"), swelling ("I still have puffy days on occasion/ swelling"), weight loss poor ("I have been able to loose weight everywhere except for my stomach from below the breast down to the pelvic area and my chunky thighs"), post-traumatic stress disorder ("post-traumatic stress disorder"), tenderness ("sore/tender for about week"), muscle contractions involuntary ("feelings of labour/child birth like contractions"), pain ("constant pain"), amnesia ("memory loss "), fatigue ("fatigue"), breast pain ("breast usually hurt same time as ovulation"), pruritus ("itchy nipples"), nipple pain ("mine get sore and itchy, sometimes even get a shooting pain"), abdominal distension ("bloating") and dyspareunia ("better, no pain during and after very minimal") and was found to have renal function test abnormal ("enzyme for my kidney are high"), blood cholesterol decreased ("cholesterol has gone down") and weight increased ("gained weight"). The patient was treated with codeine phosphate;ibuprofen (nurofen plus), diazepam (valium) and surgery (essure removal (lvch)). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, weight loss poor, post-traumatic stress disorder, tenderness, blood cholesterol decreased, muscle contractions involuntary, pain, amnesia, fatigue and breast pain outcome was unknown, the swelling, pruritus and nipple pain had not resolved, the abdominal distension and weight increased had resolved and the dyspareunia was resolving. The reporter considered abdominal distension, abdominal pain lower, amnesia, blood cholesterol decreased, breast pain, dyspareunia, fatigue, genital haemorrhage, muscle contractions involuntary, nipple pain, pain, post-traumatic stress disorder, pruritus, renal function test abnormal, swelling, tenderness, weight increased and weight loss poor to be related to essure. The reporter commented: never had any pain relief for my essure insertion felt like I was getting a pap smear. Concerning the injuries reported in this case, the following ones were described in patients social media record: genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('hysto (hysterectomy)') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2014, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced swelling ("I still have puffy days on occasion"), weight loss poor ("I have been able to loose weight everywhere except for my stomach from below the breast down to the pelvic area and my chunky thighs"), abdominal pain lower ("had nurofen plus for the cramping") and post-traumatic stress disorder ("post-traumatic stress disorder"). The patient was treated with codeine phosphate;ibuprofen (nurofen plus), diazepam (valium) and surgery. Essure was removed in (B)(6) 2014. At the time of the report, the hysterectomy, weight loss poor, abdominal pain lower and post-traumatic stress disorder outcome was unknown and the swelling had not resolved. The reporter considered abdominal pain lower, hysterectomy, post-traumatic stress disorder, swelling and weight loss poor to be related to essure. The reporter commented: never had any pain relief for my essure insertion felt like I was getting a pap smear. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: new event was added: ptsd. Valium was added as treatment drug. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysto (hysterectomy)') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced swelling ("I still have puffy days on occasion"), weight loss poor ("I have been able to loose weight everywhere except for my stomach from below the breast down to the pelvic area and my chunky thighs"), abdominal pain lower ("had nurofen plus for the cramping"), post-traumatic stress disorder ("post-traumatic stress disorder") and tenderness ("sore/tender for about week") and was found to have enzyme level increased ("enzyme for my kidney are high") and blood cholesterol decreased ("cholesterol has gone down"). The patient was treated with codeine phosphate;ibuprofen (nurofen plus), diazepam (valium) and surgery (lvch). Essure was removed on 14-apr-2014. At the time of the report, the medical device removal, weight loss poor, abdominal pain lower, post-traumatic stress disorder, tenderness and blood cholesterol decreased outcome was unknown and the swelling had not resolved. The reporter considered abdominal pain lower, blood cholesterol decreased, enzyme level increased, medical device removal, post-traumatic stress disorder, swelling, tenderness and weight loss poor to be related to essure. The reporter commented: never had any pain relief for my essure insertion felt like I was getting a pap smear. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event was added- sore/tender for about week. Reporter information received follow up 6 and 7 processed together. On 15-apr-2020: quality-safety evaluation of ptc on 20-mar-2020: social media received new events-my enzyme for my kidney are a little high, my cholesterol has gone down. Reporters were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('hysto (hysterectomy)') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2014, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced swelling ("I still have puffy days on occasion"), weight loss poor ("I have been able to loose weight everywhere except for my stomach from below the breast down to the pelvic area and my chunky thighs") and abdominal pain lower ("had nurofen plus for the cramping"). The patient was treated with codeine phosphate; ibuprofen (nurofen plus) and surgery. Essure was removed in (B)(6) 2014. At the time of the report, the hysterectomy, weight loss poor and abdominal pain lower outcome was unknown and the swelling had not resolved. The reporter considered abdominal pain lower, hysterectomy, swelling and weight loss poor to be related to essure. The reporter commented: never had any pain relief for my essure insertion felt like I was getting a pap smear. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media: new events: abdominal pain lower was added. Treatment drug, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('had nurofen plus for the cramping') in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("light bleeding"), swelling ("I still have puffy days on occasion/ swelling"), weight loss poor ("I have been able to loose weight everywhere except for my stomach from below the breast down to the pelvic area and my chunky thighs"), post-traumatic stress disorder ("post-traumatic stress disorder"), tenderness ("sore/tender for about week"), muscle contractions involuntary ("feelings of labour/child birth like contractions"), pain ("constant pain"), amnesia ("memory loss "), fatigue ("fatigue"), breast pain ("breast usually hurt same time as ovulation"), pruritus ("itchy nipples"), nipple pain ("mine get sore and itchy, sometimes even get a shooting pain"), abdominal distension ("bloating") and dyspareunia ("better, no pain during and after very minimal") and was found to have renal function test abnormal ("enzyme for my kidney are high"), blood cholesterol decreased ("cholesterol has gone down") and weight increased ("gained weight"). The patient was treated with codeine phosphate;ibuprofen (nurofen plus), diazepam (valium) and surgery (essure removal (lvch)). At the time of the report, the abdominal pain lower, weight loss poor, post-traumatic stress disorder, tenderness, blood cholesterol decreased, muscle contractions involuntary, pain, amnesia, fatigue, breast pain and weight increased outcome was unknown, the swelling, pruritus and nipple pain had not resolved, the abdominal distension had resolved and the dyspareunia was resolving. The reporter considered abdominal distension, abdominal pain lower, amnesia, blood cholesterol decreased, breast pain, dyspareunia, fatigue, genital haemorrhage, muscle contractions involuntary, nipple pain, pain, post-traumatic stress disorder, pruritus, renal function test abnormal, swelling, tenderness, weight increased and weight loss poor to be related to essure. The reporter commented: never had any pain relief for my essure insertion felt like I was getting a pap smear. Concerning the injuries reported in this case, the following ones were described in patients social media record: genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media : genital bleeding was added as a event. The action taken with the drug was updated as withdrawn. New reported was added on 23-mar-2020: patient's date of birth was updated. On 23-mar-2020: follow up received from social media. Reporter was added. Events muscle contractions involuntary, pain, amnesia, fatigue, breast pain, pruritus, nipple pain, abdominal distension, weight increased, dyspareunia. On 23-mar-2020: follow up received from social media. Reporter was added. No new clinical information was received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy "hysto (hysterectomy) in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2014, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced swelling ("I still have puffy days on occasion"). The patient was treated with surgery. Essure was removed in (B)(6) 2014. At the time of the report, the hysterectomy outcome was unknown and the swelling had not resolved. The reporter considered hysterectomy and swelling to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.